Event description:
In a laparoscopic gastric bypass procedure the third plcr60b reload fired from the i60s stapler produced some unformed staples on the distal end. As a result there was a small gap in the staple line. The portion of stomach which had the gap was removed via another plcr60b reload. The patient was in stable condition at the end of the procedure.

Manufacturer narrative:
The plcr60b reload was visually examined and found to have damage consistent with its being improperly loaded. That was the root cause of the improper staple formation. A new design to facilitate loading has since been implemented. Actions: car has been issued to engineering because users are having difficulty in the field properly seating the reloads in the plc60/i60s. The training group has been requested by qa to communicate to the sales rep to ensure that the reloads are seated properly and the retention posts are full engaged in the plc60/i60 housing before firing.